Event description:
It was reported that during a change-out procedure, the integrity of the lead insulation was questioned. The lead was cut, capped, and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached environmental stress cracking (scs). It was noted that all conductors had blood/body fluid (not obstructed), and the outer insulation had cosmetic environmental stress cracking (esc).